Event description:
Information was received that the cadd cassette is causing the pump to stop on the start screen and beeping. When patient pushes upward on the bottom of the cassette the beeping stops. No adverse patient effects.